Event description:
Customer reported that the operator did mix the arc length and arc position. The goal was to treat 0.6d @ 110° with arc length 31°. The laser has been programmed wrongly: arc length 110° position 31°. During the procedure nobody noticed this wrong programming.